Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter tip upon removal. The target lesion was located in the moderately tortuous and non-calcified inferior mesenteric artery. A 6mm x 20cm interlock was selected for use. During the procedure, it was noted that the coil got stuck in the distal part of a non-boston scientific catheter. The coil protruded from the tip of the catheter upon removal. The procedure was completed with another of the same device. No patient complications were reported.